Manufacturer narrative:
Section h6: updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update : upon investigation of the actual device used in this incident it was determined that the interface third party product was involved in this issue. The customer requested for the complaint file to be closed and escalated as they had a separate team to resolve the issue. The system functioned as intended.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis medstation es system may have caused possible patient harm situation as the wrong medication was loaded into a cubie due to the inability to scan the meds. Customer stated that no record of patient harm at this time. No other information was released regarding these events. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, d5, e2, e3, g1, h6 serial number is not reported in complaint. Per swi, (B)(4) s complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the scan codes have been deleted from the station. The technical support specialist observed that certain barcodes have been unlinked from the es server due to set up with health sight data manager. He advised that the unlinked barcodes should be done at the health sight data manager instead of es server to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system may have caused possible patient harm situation as the wrong medication was loaded into a cubie due to the inability to scan the meds. Customer stated that no record of patient harm at this time. No other information was released regarding these events. There were no adverse events or injuries reported based on this event.